Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not returned.

Event description:
It was reported from the site that the patient woke from sleeping and accidentally disconnected battery instead of main lead. He got up and walked 3 steps and became dizzy and lost consciousness, collapsing to floor during moment of pump stop due to double power disconnect. Wife witnessed fall and found patient with no power to the controller and with a blank screen. It was stated that there were no alarms that sounded. Once batteries were reconnected to the ventricular assist device (vad), it started without a problem. Patient regained consciousness and showed no residual effects. Patient examination at the hospital with blood work up and results were stated to be unremarkable. It was further stated that the log files were downloaded and sent for analysis. A controller exchange was performed and a new controller was issued. It was stated that there were no further issues. It was reported that there were no damage to any part of the driveline but that the no power alarm failed to sound. No additional information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient inadvertently disconnected both power sources from the controller. The controller was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. A review of the event file revealed a controller power up event on (B)(6) 2017 at 2:58:43. The data point prior to the controller power up event, at 02:42:16, revealed that a controller ac adapter was connected to power port 1 and (B)(4) was connected to power port 2 with 33% relative state of charge (rsoc). The data point after the controller power up event, at 03:13:41, revealed that (B)(4) was connected to power port 1 and a controller ac adapter was connected to power port 2. (B)(4) on power port 1 experienced a disconnection and reconnection after the controller power up event. No alarms were recorded prior to the loss of power. The maximum estimated pump off time was 16 minutes and 27 seconds. Based on the available information, the most likely root cause of the reported event can be attributed to a disconnection of both power sources from the controller. The device was not returned for evaluation; a possible root cause of the reported lack of a "no power" alarm after the accidental disconnection can be attributed to, but not limited to, a component failure and/or due to a faulty internal nickel-metal hydride (nimh) battery, which provides power for the "no power" alarm. The manufacturer is investigating failures of the "no power" alarm. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.